Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, e1 event site email, e2. A getinge field service engineer (fse) evaluated the unit and replaced helium reservoir assembly and completed repair successfully. Unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had fill manifolds unresponsive. There was no patient involvement reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had fill manifolds unresponsive. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.